Event description:
It was reported that stent move on balloon occurred. Vascular access was obtained via the left brachial artery. The target lesion was located in the left common iliac artery (cia). A 6fr 90cm non-bsc introducer sheath was introduced. After a 35-260cm non-bsc guidewire was advanced to cross the lesion, predilation was performed with a mustang¿ balloon catheter. Subsequently, a 7.0x60x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, resistance was encountered while advancing the device towards the lesion. When the physician advances the device slowly while observing under angiography, the position of the mounted stent shifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and tactile examination of the returned device identified no kinks or damage. An examination of the balloon found no damage. The balloon did not appear to have been subjected to any positive pressures and was tightly folded around the shaft. A detailed examination of the crimped stent identified no damage. The stent was securely crimped onto the balloon and was positioned correctly between the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent move on balloon occurred. Vascular access was obtained via the left brachial artery. The target lesion was located in the left common iliac artery (cia). A 6fr 90cm non-bsc introducer sheath was introduced. After a 35-260cm non-bsc guidewire was advanced to cross the lesion, predilation was performed with a mustang balloon catheter. Subsequently, a 7.0x60x135 cm express ld vascular stent was advanced to treat the lesion. However, resistance was encountered while advancing the device towards the lesion. When the physician advances the device slowly while observing under angiography, the position of the mounted stent shifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).